Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received disassembled and the ¿transducer assembly¿ attached to a disposable device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.

Event description:
It was reported that during an unknown procedure, when attaching the device to the hand piece it would not tighten. Decided to open another device, but could not remove original from the hand piece. Needed to open both a new device and another hand piece. There were no patient consequences reported.